Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device beeps when turned off, green led flashing. Turned device on and off ¿ did not resolve the issue. There was no patient involved in this event.